Event description:
Additional information received identified the patient's scs ipg was explanted and replaced with a different model. Effective stimulation was restored following the surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient has not charged her scs system since implant due to difficulty charging and has not had stimulation since (B)(6) of 2015. An sjm representative confirmed the scs ipg is inoperable using external devices. Surgical intervention will be taken at a later date to address the issue.